Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is an estimation.

Event description:
Related manufacturer reference number: 1627487-2021-19012. Related manufacturer reference number: 1627487-2021-19013. It was reported patient suffered a fall and thereby experienced ineffective therapy. X-rays confirmed that the left s1 lead migrated and ipg site having discomfort after the fall. As such to address the issue patient underwent surgical intervention on (B)(6) 2021 wherein the lead was repositioned and the ipg pocket site moved to another location. Reportedly effective therapy was restored. Both leads are reported as unknown which lead was liable.